Event description:
Disc in the tm joint of right jaw was replaced with teflon disc implant. Body rejected implant and implant grew to the size of a golf ball and was eating the bone and tissue. Surgery was performed a second time in 8/89 to remove the implant. Bone and tissue continued to deteriorate. A third operation was performed in 4/92. Joint was rebuilt with tissue from pt's right hip. Loss of bone has caused the bite of pt's teeth to be so off-balanced that a large mouth splint is required. There is a possibility of a fourth operation in the very near future to add bone to balance bone structure and relieve severe pain. Event date: 9/7/87.